Manufacturer narrative:
(B)(4). Batch # m54g3v. The analysis results found that a pve35a device was returned for analysis. The packaging material was not returned for analysis. The instrument was inspected and no anomalies were noted. As the packaging was not returned, no further analysis could be performed. No conclusion could be reached as to what may have caused the reported incident. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was sterility compromised? No. Sterility was not compromised.

Event description:
It was reported that during a video assisted thoracoscopic surgery lobectomy, the plastic packaging of the device was cracked. Case completed with another device. There were no patient consequences reported. No device will be returned.